Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has ongoing issues with the device. The user suffers from swelling and tenderness over the left implant site that persisted despite medical management. It was recommended to proceed to the operating room for incision and drainage of left scalp seroma with doxycycline wound irrigation on (B)(6) 2024. Intraoperative cultures revealed no growth. The user was last seen in the clinic on (B)(6) 2024. Skin irritation at the implant site with very superficial hardware was observed. It was recommended to use bactroban and to stop using the audio processor. At the most recent visit, concerns regarding a potential infected implant extrusion were discussed. Explantation surgery is scheduled for (B)(6) 2025. Reimplantation is planned 3 months post op in order to allow the site to heal.

Event description:
The user suffers from swelling and tenderness over the left implant site that persisted despite medical management. It was recommended to proceed to the or for incision and drainage of left scalp seroma with doxycycline wound irrigation on (B)(6) 2024. Intraoperative cultures revealed no growth. The user was seen in the clinic on (B)(6) 2024 following CT of the temporal bone. Imaging revealed a suspected fluid collection beneath the implant. It was then recommended to proceed with incision and drainage of the cochlear implant site which was performed on (B)(6) 2024. Alloderm was placed underneath very thinned skin. The user was last seen in the clinic on (B)(6) 2024. Skin irritation at the implant site with very superficial hardware was observed. It was recommended to use bactroban and to stop using the audio processor. At the most recent visit, concerns regarding a potential infected implant extrusion were discussed. Explantation took place on (B)(6) 2025. Reimplantation is planned 3 months post op in order to allow the site to heal.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection and extrusion of the device though the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.